Manufacturer narrative:
The affected device will not return as the product was not saved. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
The bipolar electrode broke inside of a patient during a procedure. Foreign matter was removed and there was no harm to the patient. No negative impact in state of health reported.